Event description:
It was reported that the patient experienced a worsened neck and low back pain and the ipg was non-functional. All components were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15433494/15670561.